Event description:
It was reported that the right ventricular lead exhibited loss of capture and sensing. A chest x-ray confirmed perforation of the lead. The lead was explanted and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.